Event description:
The distributor reported the inside of the catheter was found broken. Based upon the evaluation of the returned device and the resultant findings that the catheter appeared to have been in use, it has been determined to submit a medical device report for this event.

Manufacturer narrative:
The device involved in the reported incident was received and evaluated. The silicone tube was removed, and the fibers from the catheter distal end through the 10th mark of the teflon tubing were microscopically inspected. No damaged fibers were visible. The black pvc strain relief tube was removed for inspection and no damaged fibers were found in the open section. One broken fiber end was found inside the black pvc adjacent to the catheter connector. The catheter connector was then connected to the test 420 monitor; monitor displayed a reading of 375 indicating that the destructive analysis did not impact the fiber, but the broken fiber had occurred prior to destructive analysis. Broken fiber inside the black pvc strain relief is uncommon and could not be viewed by visual inspection. The investigation indicates that the catheter was most likely used on the patient as evidenced by the observed physical damage, susbtance matter, and tape adhesive residue on the catheter. The reported incident could therefore, not be confirmed as there was evidence that the catheter was used and damage to the fibers likely occurred during use. Camino catheters are 100% functionally tested prior to release for sale.